Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. E1 completed address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an e217 error. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the e217 communication error is traced to component failure from stress to the scope connector and or imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.